Event description:
It was reported the patient (B)(6) was no longer feeling stimulation. In addition, communication could no longer be established between the ipg and external devices (charging system and patient programmer). It as noted that both the charging system and patient programmer were able to successfully communicate with another ipg. The ipg was explanted and replaced which resolved the reported issue. Effective stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.